Event description:
In 2005 the end-user called medtronic minimed and stated that customer passed away in may due to a heart attack customer family member stated that he was wearing the 515 insulin pump at the time of death. In 2005 unomedical received the complaint and one incomplete sample.